Event description:
It was reported that bd vacutainer sst ii advance tube was completely dented and had a hole at the dent location.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a melted through-hole in the plastic tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed with the retain tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for a melted through-hole in the plastic tube of the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance tube was completely dented and had a hole at the dent location.